Event description:
Ivf hung earlier by previous rn. At approximately 0300, patient pump beeping "infusion complete" but the bag was completely full. This writer and another rn ensured the tubing was not kinked and the IV was patent. Equipment was assessed and was ultimately able to run again. After speaking with cc, instructed this writer to replace pump and send to biomed for inspection. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing since 2020.